Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for the alleged migrated catheter as no objective evidence has been provided to confirm any alleged deficiency with the catheter. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Possible contributing factors include over-pressurization and flexural fatigue; however, the lack of a returned sample prevented both confirmation of the reported event and identification of a root cause(s). Labeling review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that approximately one-month post port placement after chemotherapy treatment, the patient experienced discomfort in his right chest/shoulder area and swelling was found around the port site. It was further reported that imaging demonstrated extravasation had occurred. Reportedly, the port catheter had allegedly separated from the port hub and migrated to the patient's chest wall. It was further reported that the port was removed, and another port was placed in the left chest wall. The patient's status is unknown post removal.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date:03/2020).

Event description:
It was reported that the port catheter had allegedly separated from the port hub and migrated to the patient's chest wall. It was further reported that the port catheter was surgical removed and a new port catheter was placed in the left chest wall. Patient's status is unknown post removal.